Event description:
Capio needle broke off. New device used. No patient complications.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.